Manufacturer narrative:
The complaint investigation underway and will be attached to this report.

Event description:
During a tcar procedure, a dissection occurred in the cca. A stent was placed to cover the dissection. Further information indicated dissection was not noted in the first, second angiography but when final angiography was done sluggish flow was noted suggestive of a dissection. An additional stent was placed proximally to the already stented area and the case was completed successfully.

Manufacturer narrative:
The complaint investigation has been completed to this report.

Event description:
During a tcar procedure, a dissection occurred in the cca. A stent was placed to cover the dissection. Further information indicated dissection was not noted in the first, second angiography but when final angiography was done sluggish flow was noted suggestive of a dissection. An additional stent was placed proximally to the already stented area and the case was completed successfully.